Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement in the right common femoral vein was attempted with a prostyle device using the pre-close technique via a 7f sheath hole prior to a cardiac ablation interventional procedure. Reportedly, after deploying the foot, the device was pulled back to position the foot against the arterial wall, then the physician¿s hand got caught on the plunger and the plunger fell out of the prostyle device. The device was removed. The suture of a new prostyle device was successfully pre-placed. The sheath was upsized to an 8.5f sheath and the cardiac ablation procedure was completed. Hemostasis was achieved with the one pre-placed prostyle suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.